Event description:
Related manufacturer reference number: 2017865-2022-04967. It was reported that during routine pacemaker replacement, the set screw was unable to be engaged due to stripping and the right ventricular (rv) lead was unable to be disconnected from the header. The physician elected to explant and replace the rv lead and the pacemaker. The patient condition was stable.

Event description:
New information received notes patient weight was 65 kilograms.

Manufacturer narrative:
The reported event of stripped could not be confirmed. The reported event of failure to removed lead from header could not be confirmed. The pacer was received without a header and with battery voltage above elective replacement indicator (eri). Field information states the header was crushed and removed at explant procedure. Interrogation performed indicated normal device functionality. Device image shows autocapture on. When automatic settings are programed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. The implant duration exceeds the projected longevity based on nominal settings, battery is still normal and above eri.